Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a wolff-parkinson white syndrome (wpw) and atrioventricular reciprocating tachycardia (avrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation occurred. It was reported that the vizigo sheath hemostatic valve was leaking back saline when flushed. The caller also noted that the hemostatic valve appeared to be "banged up" or damaged. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced, and the issue resolved. The procedure continued. There was no patient consequence. Additional information was received indicated the hemostasis valve was not in separate pieces. The physician said the valve might have been somewhat detached from sheath. The sheath was never used on patient.

Manufacturer narrative:
It was reported that the vizigo sheath hemostatic valve was leaking back saline when flushed. The caller also noted that the hemostatic valve appeared to be "banged up" or damaged. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced, and the issue resolved. The procedure continued. There was no patient consequence. Additional information was received indicated the hemostasis valve was not in separate pieces. The physician said the valve might have been somewhat detached from sheath. The sheath was never used on patient. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00001823 and no internal action related to the complaint was found during the review. Based on the completed mre, the h4. Device manufacture date has been populated with 12/31/2019. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).